Event description:
Event description guidant received information that during the clinic visit following the implantation of this implantable cardioverter defibrillator (ICD), shock impedances were found to have increased and were fluctuating. The measurement increased to over 135 ohms with pocket manipulation. The patient was then hospitalized for an invasive lead evaluation.